Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed due to the failure of the ccd unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined because the subject device was not returned to omsc. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The ccd unit failed because unexpected stress was applied to the camera head due to the user handling.